Manufacturer narrative:
Investigation conclusion: pending, root cause: pending, source: phone.

Event description:
Reports conflicting flu b results compared to other rapid antigen test. Unknown if patients were symptomatic. No apparent adverse event. Report 1 of 2.

Manufacturer narrative:
Investigation conclusion: tested 5x returned devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: could not duplicate. Source: phone. Follow-up 1 updates: b4 - updated date of report to reflect date of follow-up. G6 - updated type of report to "follow-up" and indicated follow-up 1. H6 - updated type of investigation, investigation findings and investigation conclusion. H11 - updated details.

Event description:
Reports conflicting flu b results compared to other rapid antigen test. Unknown if patients were symptomatic. No apparent adverse event. Report 1 of 2.